Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an acl reconstruction, the white tibial flow restrictor bone plug, broke off in the patient's tibia. The broken pieces were removed, no bone plug was able to be used after the event. There was a delay greater than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that during an acl reconstruction, one (1) white tibial flow restrictor bone plug, broke off in the patient's tibia. The broken pieces were removed, no bone plug was able to be used after the event. There was a delay greater than 30 minutes and no further complications were reported.

Manufacturer narrative:
Upon review, this report is being cancelled as it was found to be a duplicate of 1219602-2024-01046 (sn ref case-(B)(4) corrected b5 and d10.